Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver won't hold files. Outcome of patient injury is unknown as of this MDR and information has been requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Inspection found head drive defective. The contra angle is very dirty. Cause traced to maintenance. Multiple unsuccessful attempts were made to obtain the patient outcome.